Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, that pt experienced blurry vision. The lens was explanted. Additional information has been requested. Additional information was received from the user facility reporting a mechanical failure.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens, optic and haptic damage was observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Lens bench testing could not be conducted due to the optic damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).